Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our current knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was stated that the customer's insulin pump had a blank display. Advised the caller of the troubleshooting that is performed on the insulin pump when there is a blank display. The customer was not present during the phone call. Nothing further was reported.